Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius optiflux dialyzer that occluded during a patient treatment. It was confirmed that the occluded dialyzer was visually confirmed. This was confirmed as an internal occlusion. There was an unspecified amount of blood loss. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction: - device code the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The customer returned one case containing seven unused (companion) dialyzers within sealed pre-packaging pouches. There was no evidence of plugged/occluded fibers when viewing the fiber ends through both the cavity and non-cavity ID end header caps. No damage or irregularities were visually noted on any of the seven dialyzers or pre-packaging pouches. Each of the seven returned dialyzers were subjected to a laboratory bubble point test. No occlusions or irregularities were noted on any of the samples. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.